Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 28-may-2021. The most recent information was received on 10-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("improper position of one essure") and post procedural haemorrhage ("operation (excision of a benign cervical polyp) followed by haemorrhaging") in an adult female patient who had essure inserted (lot no. 664439). Additional non-serious events are detailed below. Other product or product use issues identified: several episodes of device loosening ("loss of crowns on the left" in 2012 and "loss of upper right dental crown" in 2013). The patient had a medical history of general anaesthesia (for essure insertion) in 2010. As concurrent condition the report mentioned heavy periods. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced cardiovascular disorder ("poor blood circulation"), spider vein ("increase in spider veins"), limb discomfort ("sensation of heavy legs"), temperature intolerance ("sensitivity to cold which increased over the years") and libido decreased ("libido which gradually disappeared"). In 2012 she experienced gingival recession ("receding gums"), a first episode of dental cyst ("cysts at the roots of the teeth"), dry mouth ("mouth dryness") and oropharyngeal discomfort ("pharyngeal discomfort"). In 2013 she experienced a second episode of dental cyst ("cyst also at the root") and visual impairment ("visual disturbances") with ocular hyperaemia, lacrimation increased and vision blurred. On (B)(6) 2015 she experienced post procedural haemorrhage (seriousness criterion medically important), cervical polyp ("benign cervical polyp"), dry eye ("dry eyes") and contact lens intolerance ("can no longer tolerate wearing contact lenses"). In 2015 she experienced pain of skin ("skin tenderness"), itching ("a lot of itching") and skin erosion ("skin raw on the belly, breasts"). In (B)(6) 2016 she experienced lymphadenitis ("inflamed lymph nodes in the thigh"). In 2016 she experienced a first episode of urticaria ("small patches of urticaria"), absent bowel movement ("bowel movement blockage"), a first episode of fatigue extreme ("enormous fatigue (no recovery during school holidays)"), dysphonia ("voice husky"), odynophagia ("discomfort swallowing"), a first episode of generalised itching ("frequent itching all over the body") and a second episode of urticaria ("frequently occurring small urticaria patches"). In (B)(6) 2017 she experienced a first episode of abdominal pain ("abdominal pain"), lumbar pain ("lumbar pain") and constipation chronic ("persistent constipation (with failure of all drug treatments tried)"). In (B)(6) 2017 she experienced urticaria vesiculosa ("severe generalised urticaria (flare-up with huge blisters all over the body)"). In (B)(6) 2018 she experienced urticaria aggravated ("2 new major urticaria flare-ups"). In 2018 she experienced peripheral swelling ("oedema: noted on swollen feet"), oedema peripheral ("oedema: present significantly on left ankle"), hair texture abnormal ("very dry hair"), onychoclasis ("brittle nails") and nail ridging ("ridged nails"). In (B)(6) 2019 she experienced rotator cuff syndrome ("calcifying tendinopathy in the left shoulder"), alopecia (" alopecia") and a first episode of abdominal distension ("bloating and flatulence that are difficult to control"). In (B)(6) 2020 she experienced candida infection (" candidiasis"). In 2020 she experienced neck pain ("severe neck pain"), chronic lumbago ("persistent lumbar pain"), chronic abdominal pain ("persistent abdominal pain"), constipation ("constipation"), fatigue ("intense fatigue"), disturbance in attention ("difficulty concentrating (difficulty reading for a long time, remembering what is read)"), cognitive disorder ("difficulty coming up with a word, calling a student, first name not remembered when directly in front of him, difficulty following a conversation"), memory impairment ("remembering a lengthy statement"), urticaria chronic ("urticaria constantly"), spinal column injury ("cervical lesions") and a second episode of abdominal distension ("uncontrollable increase in bloating and flatulence, becoming very disabling"). Essure was removed on (B)(6) 2021. In 2021 she experienced feeling hot ("feel very hot"), ocular hyperaemia ("red eyes constantly"), lacrimation increased ("eyes that weep easily"), a second episode of generalised itching ("diffuse itching on the body"), a second episode of fatigue extreme ("enormous fatigue from early afternoon"), somnolence ("irrepressible urge to sleep"), a second episode of abdominal pain ("painful twinges at times"), exhaustion ("physical exhaustion after a short walk"), loss of personal independence in daily activities ("difficulty getting up in the morning, difficulty in managing a work day"), arthralgia ("joint pain (knee, elbow, ankle)") and balance disorder ("unsteadiness"). An unknown time later she experienced device dislocation (seriousness criterion intervention required), hypoacusis ("muffled sound in the ears") and dry skin ("dry skin"). The patient was treated with surgery (hysterectomy + salpingectomy and excision) and non-drug therapy (10 orthoptic sessions). At the time of the report, the dry eye, hair texture abnormal, last episode of abdominal distension, constipation and dry skin were resolving, the oropharyngeal discomfort, itching, last episode of urticaria, absent bowel movement, last episode of fatigue extreme, dysphonia, odynophagia, last episode of abdominal pain, lumbar pain, constipation chronic, urticaria vesiculosa, urticaria aggravated, chronic abdominal pain, fatigue, disturbance in attention, urticaria chronic, hypoacusis and arthralgia had resolved and the neck pain, chronic lumbago, cognitive disorder and exhaustion had not resolved. The outcomes for device dislocation, post procedural haemorrhage, cardiovascular disorder, spider vein, limb discomfort, temperature intolerance, libido decreased, gingival recession, the last episode of dental cyst, dry mouth, visual impairment, pain of skin, skin erosion, cervical polyp, contact lens intolerance, lymphadenitis, the last episode of pruritus, peripheral swelling, oedema peripheral, onychoclasis, nail ridging, rotator cuff syndrome, alopecia, memory impairment, spinal column injury, candida infection, feeling hot, ocular hyperaemia, lacrimation increased, somnolence, loss of personal independence in daily activities and balance disorder were unknown. The reporter considered the first episode of abdominal distension, the second episode of abdominal distension, the first episode of abdominal pain, chronic abdominal pain, the second episode of abdominal pain, alopecia, arthralgia, lumbar pain, chronic lumbago, balance disorder, candida infection, cardiovascular disorder, cervical polyp, cognitive disorder, absent bowel movement, constipation chronic, constipation, contact lens intolerance, the first episode of dental cyst, the second episode of dental cyst, device dislocation, disturbance in attention, dry eye, dry mouth, dry skin, dysphonia, the first episode of fatigue extreme, fatigue, the second episode of fatigue extreme, exhaustion, feeling hot, gingival recession, hair texture abnormal, hypoacusis, lacrimation increased, libido decreased, limb discomfort, loss of personal independence in daily activities, lymphadenitis, memory impairment, nail ridging, neck pain, ocular hyperaemia, odynophagia, oedema peripheral, onychoclasis, oropharyngeal discomfort, pain of skin, peripheral swelling, post procedural haemorrhage, itching, the first episode of generalised itching, the second episode of generalised itching, rotator cuff syndrome, skin erosion, somnolence, spider vein, spinal column injury, temperature intolerance, the first episode of urticaria, the second episode of urticaria, urticaria aggravated, urticaria chronic, urticaria vesiculosa and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Allergy test] on (B)(6) 2020: nickel allergy; on (B)(6) 2020: food intolerance test: intolerance of baker's yeast, gluten, tuna, chilli, broccoli, button mushrooms; in 2021: blood nickel level has decreased [blood test] in (B)(6) 2019: thyroxine low; on (B)(6) 2020: blood nickel: 1.19 g/l - iron deficiency, iodine [ear, nose and throat examination] in 2016: nothing abnormal detected [liver function test] on (B)(6) 2020: bilirubin increased to 25 mol/l [ultrasound thyroid] in 2016: discovery of a 1 cm nodule and micronodules lot number: 664439, manufacture date: 2009-08, and expiration date: 2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4) on 28-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('improper position of one essure') and procedural haemorrhage ('operation followed by haemorrhaging') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device loosening "loss of crowns on the left" in 2012 and device loosening "oss of upper right dental crown" in 2013. The patient's concurrent conditions included heavy periods. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced cardiovascular disorder ("poor blood circulation"), spider vein ("increase in spider veins"), limb discomfort ("sensation of heavy legs"), temperature intolerance ("sensitivity to cold which increased over the years") and libido decreased ("libido which gradually disappeared"). In 2012, the patient experienced gingival recession ("receding gums"), the first episode of dental cyst ("cysts at the roots of the teeth"), dry mouth ("mouth dryness") and oropharyngeal discomfort ("pharyngeal discomfort"). In 2013, the patient experienced the second episode of dental cyst ("cyst also at the root") and visual impairment ("visual disturbances") with ocular hyperaemia, lacrimation increased and vision blurred. On (B)(6) 2015, the patient experienced procedural haemorrhage (seriousness criterion medically significant), cervical polyp ("benign cervical polyp"), dry eye ("dry eyes") and contact lens intolerance ("can no longer tolerate wearing contact lenses"), 5 years 3 months after insertion of essure. In 2015, the patient experienced pain of skin ("skin tenderness"), itching ("a lot of itching") and skin erosion ("skin raw on the belly, breasts"). In (B)(6) 2016, the patient experienced lymphadenitis ("inflamed lymph nodes in the thigh"). In 2016, the patient experienced the first episode of urticaria ("small patches of urticaria"), absent bowel movement ("bowel movement blockage"), the first episode of fatigue ("enormous fatigue (no recovery during school holidays)"), dysphonia ("voice husky"), odynophagia ("discomfort swallowing"), the first episode of pruritus ("frequent itching all over the body") and the second episode of urticaria ("frequently occurring small urticaria patches"). In (B)(6) 2017, the patient experienced the first episode of abdominal pain ("abdominal pain"), the first episode of back pain ("lumbar pain") and the first episode of constipation ("persistent constipation (with failure of all drug treatments tried)"). In (B)(6) 2017, the patient experienced generalised urticaria ("severe generalised urticaria (flare-up with huge blisters all over the body)"). In 2018, the patient experienced peripheral swelling ("oedema: noted on swollen feet"), oedema peripheral ("oedema: present significantly on left ankle"), hair texture abnormal ("very dry hair"), onychoclasis ("brittle nails") and nail ridging ("ridged nails"). In (B)(6) 2018, the patient experienced the third episode of urticaria ("2 new major urticaria flare-ups"). In (B)(6) 2019, the patient experienced rotator cuff syndrome ("calcifying tendinopathy in the left shoulder"), alopecia (" alopecia") and the first episode of abdominal distension ("bloating and flatulence that are difficult to control"). In 2020, the patient experienced neck pain ("severe neck pain"), the second episode of back pain ("persistent lumbar pain"), the second episode of abdominal pain ("persistent abdominal pain"), the second episode of constipation ("constipation"), the second episode of fatigue ("intense fatigue"), disturbance in attention ("difficulty concentrating (difficulty reading for a long time, remembering what is read)"), cognitive disorder ("difficulty coming up with a word, calling a student, first name not remembered when directly in front of him, difficulty following a conversation"), memory impairment ("remembering a lengthy statement"), the fourth episode of urticaria ("urticaria constantly"), back injury ("cervical lesions") and the second episode of abdominal distension ("uncontrollable increase in bloating and flatulence, becoming very disabling"). In (B)(6) 2020, the patient experienced candida infection (" candidiasis"). In 2021, the patient experienced feeling hot ("feel very hot"), ocular hyperaemia ("red eyes constantly"), lacrimation increased ("eyes that weep easily"), the second episode of pruritus ("diffuse itching on the body"), the third episode of fatigue ("enormous fatigue from early afternoon"), somnolence ("irrepressible urge to sleep"), the third episode of abdominal pain ("painful twinges at times"), exhaustion ("physical exhaustion after a short walk"), loss of personal independence in daily activities ("difficulty getting up in the morning, difficulty in managing a work day"), arthralgia ("joint pain (knee, elbow, ankle)") and balance disorder ("unsteadiness"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), hypoacusis ("muffled sound in the ears") and dry skin ("dry skin"). The patient was treated with 10 orthoptic sessions and surgery (excision and hysterectomy + salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, procedural haemorrhage, cardiovascular disorder, spider vein, limb discomfort, temperature intolerance, libido decreased, gingival recession, dry mouth, the last episode of dental cyst, visual impairment, pain of skin, skin erosion, cervical polyp, dry eye, contact lens intolerance, lymphadenitis, peripheral swelling, oedema peripheral, hair texture abnormal, onychoclasis, nail ridging, rotator cuff syndrome, alopecia, neck pain, the last episode of back pain, memory impairment, back injury, candida infection, feeling hot, ocular hyperaemia, lacrimation increased, the last episode of pruritus, somnolence, loss of personal independence in daily activities and balance disorder outcome was unknown, the oropharyngeal discomfort, itching, absent bowel movement, dysphonia, odynophagia, generalised urticaria, disturbance in attention, the last episode of urticaria, the last episode of fatigue, hypoacusis and the last episode of abdominal pain had resolved, the last episode of constipation, the last episode of abdominal distension, arthralgia and dry skin was resolving and the cognitive disorder and exhaustion had not resolved. The reporter considered absent bowel movement, alopecia, arthralgia, back injury, balance disorder, candida infection, cardiovascular disorder, cervical polyp, cognitive disorder, contact lens intolerance, device dislocation, disturbance in attention, dry eye, dry mouth, dry skin, dysphonia, feeling hot, gingival recession, hair texture abnormal, hypoacusis, itching, lacrimation increased, libido decreased, limb discomfort, loss of personal independence in daily activities, lymphadenitis, memory impairment, nail ridging, neck pain, ocular hyperaemia, odynophagia, oedema peripheral, onychoclasis, oropharyngeal discomfort, pain of skin, peripheral swelling, procedural haemorrhage, rotator cuff syndrome, skin erosion, somnolence, spider vein, temperature intolerance, visual impairment, the first episode of abdominal distension, the first episode of abdominal pain, the first episode of back pain, the first episode of dental cyst, the first episode of fatigue, the first episode of urticaria, the first episode of constipation, the first episode of pruritus, the second episode of abdominal distension, the second episode of abdominal pain, the second episode of back pain, the second episode of dental cyst, the second episode of fatigue, the second episode of urticaria, generalised urticaria, the second episode of constipation, the second episode of pruritus, the third episode of abdominal pain, the third episode of fatigue, exhaustion, the third episode of urticaria and the fourth episode of urticaria to be related to essure. The reporter commented: that the essure was inserted under general anaesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on (B)(6) 2020: nickel allergy; on (B)(6) 2020: food intolerance test: intolerance of baker's yeast, gluten, tuna, chilli, broccoli, button mushrooms; in 2021: blood nickel level has decreased. Blood test - in (B)(6) 2019: thyroxine low; on (B)(6) 2020: blood nickel: 1.19 g/l - iron deficiency, iodine. Ear, nose and throat examination - in 2016: nothing abnormal detected. Liver function test - on (B)(6) 2020: bilirubin increased to 25 mol/l. Ultrasound thyroid - in 2016: discovery of a 1 cm nodule and micronodules. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 17-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('improper position of one essure') and post procedural haemorrhage ('operation followed by haemorrhaging') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device loosening "loss of crowns on the left" in 2012 and device loosening "loss of upper right dental crown" in 2013. The patient's concurrent conditions included heavy periods and general anesthesia (for essure insertion) on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced cardiovascular disorder ("poor blood circulation"), spider vein ("increase in spider veins"), limb discomfort ("sensation of heavy legs"), temperature intolerance ("sensitivity to cold which increased over the years") and libido decreased ("libido which gradually disappeared"). In 2012, the patient experienced gingival recession ("receding gums"), the first episode of dental cyst ("cysts at the roots of the teeth"), dry mouth ("mouth dryness") and oropharyngeal discomfort ("pharyngeal discomfort"). In 2013, the patient experienced the second episode of dental cyst ("cyst also at the root") and visual impairment ("visual disturbances") with ocular hyperaemia, lacrimation increased and vision blurred. On (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), cervical polyp ("benign cervical polyp"), dry eye ("dry eyes") and contact lens intolerance ("can no longer tolerate wearing contact lenses"), 5 years 3 months after insertion of essure. In 2015, the patient experienced pain of skin ("skin tenderness"), itching ("a lot of itching") and skin erosion ("skin raw on the belly, breasts"). In (B)(6) 2016, the patient experienced lymphadenitis ("inflamed lymph nodes in the thigh"). In 2016, the patient experienced the first episode of urticaria ("small patches of urticaria"), absent bowel movement ("bowel movement blockage"), the first episode of fatigue ("enormous fatigue (no recovery during school holidays)"), dysphonia ("voice husky"), odynophagia ("discomfort swallowing"), the first episode of pruritus ("frequent itching all over the body") and the second episode of urticaria ("frequently occurring small urticaria patches"). In (B)(6) 2017, the patient experienced the first episode of abdominal pain ("abdominal pain"), lumbar pain ("lumbar pain") and constipation chronic ("persistent constipation (with failure of all drug treatments tried)"). In (B)(6) 2017, the patient experienced urticaria vesiculosa ("severe generalised urticaria (flare-up with huge blisters all over the body)"). In 2018, the patient experienced peripheral swelling ("oedema: noted on swollen feet"), oedema peripheral ("oedema: present significantly on left ankle"), hair texture abnormal ("very dry hair"), onychoclasis ("brittle nails") and nail ridging ("ridged nails"). In (B)(6) 2018, the patient experienced urticaria aggravated ("2 new major urticaria flare-ups"). In (B)(6) 2019, the patient experienced rotator cuff syndrome ("calcifying tendinopathy in the left shoulder"), alopecia (" alopecia") and the first episode of abdominal distension ("bloating and flatulence that are difficult to control"). In 2020, the patient experienced neck pain ("severe neck pain"), chronic lumbago ("persistent lumbar pain"), chronic abdominal pain ("persistent abdominal pain"), constipation ("constipation"), fatigue ("intense fatigue"), disturbance in attention ("difficulty concentrating (difficulty reading for a long time, remembering what is read)"), cognitive disorder ("difficulty coming up with a word, calling a student, first name not remembered when directly in front of him, difficulty following a conversation"), memory impairment ("remembering a lengthy statement"), urticaria chronic ("urticaria constantly"), spinal column injury ("cervical lesions") and the second episode of abdominal distension ("uncontrollable increase in bloating and flatulence, becoming very disabling"). In (B)(6) 2020, the patient experienced candida infection (" candidiasis"). In 2021, the patient experienced feeling hot ("feel very hot"), ocular hyperaemia ("red eyes constantly"), lacrimation increased ("eyes that weep easily"), the second episode of pruritus ("diffuse itching on the body"), the second episode of fatigue ("enormous fatigue from early afternoon"), somnolence ("irrepressible urge to sleep"), the second episode of abdominal pain ("painful twinges at times"), exhaustion ("physical exhaustion after a short walk"), loss of personal independence in daily activities ("difficulty getting up in the morning, difficulty in managing a work day"), arthralgia ("joint pain (knee, elbow, ankle)") and balance disorder ("unsteadiness"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), hypoacusis ("muffled sound in the ears") and dry skin ("dry skin"). The patient was treated with 10 orthoptic sessions and surgery (excision and hysterectomy + salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, post procedural haemorrhage, cardiovascular disorder, spider vein, limb discomfort, temperature intolerance, libido decreased, gingival recession, dry mouth, the last episode of dental cyst, visual impairment, pain of skin, skin erosion, cervical polyp, dry eye, contact lens intolerance, lymphadenitis, peripheral swelling, oedema peripheral, hair texture abnormal, onychoclasis, nail ridging, rotator cuff syndrome, alopecia, neck pain, chronic lumbago, memory impairment, spinal column injury, candida infection, feeling hot, ocular hyperaemia, lacrimation increased, the last episode of pruritus, somnolence, loss of personal independence in daily activities and balance disorder outcome was unknown, the oropharyngeal discomfort, itching, absent bowel movement, dysphonia, odynophagia, the last episode of urticaria, lumbar pain, constipation chronic, urticaria vesiculosa, urticaria aggravated, chronic abdominal pain, fatigue, disturbance in attention, urticaria chronic, the last episode of fatigue, hypoacusis and the last episode of abdominal pain had resolved, the constipation, the last episode of abdominal distension, arthralgia and dry skin was resolving and the cognitive disorder and exhaustion had not resolved. The reporter considered absent bowel movement, alopecia, arthralgia, balance disorder, candida infection, cardiovascular disorder, cervical polyp, cognitive disorder, contact lens intolerance, device dislocation, disturbance in attention, dry eye, dry mouth, dry skin, dysphonia, feeling hot, gingival recession, hair texture abnormal, hypoacusis, itching, lacrimation increased, libido decreased, limb discomfort, loss of personal independence in daily activities, lumbar pain, lymphadenitis, memory impairment, nail ridging, neck pain, ocular hyperaemia, odynophagia, oedema peripheral, onychoclasis, oropharyngeal discomfort, pain of skin, peripheral swelling, post procedural haemorrhage, rotator cuff syndrome, skin erosion, somnolence, spider vein, spinal column injury, temperature intolerance, urticaria chronic, urticaria vesiculosa, visual impairment, the first episode of abdominal distension, the first episode of abdominal pain, the first episode of dental cyst, the first episode of fatigue, the first episode of urticaria, chronic abdominal pain, chronic lumbago, constipation chronic, fatigue, the first episode of pruritus, the second episode of abdominal distension, the second episode of dental cyst, the second episode of urticaria, constipation, urticaria aggravated, the second episode of abdominal pain, the second episode of fatigue, the second episode of pruritus and exhaustion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Allergy test - on (B)(6) 2020: nickel allergy; on (B)(6) 2020: food intolerance test: intolerance of baker's yeast, gluten, tuna, chilli, broccoli, button mushrooms; in 2021: blood nickel level has decreased. Blood test - in (B)(6) 2019: thyroxine low; on (B)(6) 2020: blood nickel: 1.19 g/l - iron deficiency, iodine. Ear, nose and throat examination - in 2016: nothing abnormal detected. Liver function test - on (B)(6) 2020: bilirubin increased to 25 mol/l. Ultrasound thyroid - in 2016: discovery of a 1 cm nodule and micronodules. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 28-may-2021. The most recent information was received on 02-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("improper position of one essure") and post procedural haemorrhage ("operation followed by haemorrhaging") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: several episodes of device loosening ("loss of crowns on the left" in 2012 and "loss of upper right dental crown" in 2013). The patient had a medical history of general anaesthesia (for essure insertion) in 2010. As concurrent condition the report mentioned heavy periods. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced cardiovascular disorder ("poor blood circulation"), spider vein ("increase in spider veins"), limb discomfort ("sensation of heavy legs"), temperature intolerance ("sensitivity to cold which increased over the years") and libido decreased ("libido which gradually disappeared"). In 2012 she experienced gingival recession ("receding gums"), a first episode of dental cyst ("cysts at the roots of the teeth"), dry mouth ("mouth dryness") and oropharyngeal discomfort ("pharyngeal discomfort"). In 2013 she experienced a second episode of dental cyst ("cyst also at the root") and visual impairment ("visual disturbances") with ocular hyperaemia, lacrimation increased and vision blurred. On (B)(6) 2015 she experienced post procedural haemorrhage (seriousness criterion medically important), cervical polyp ("benign cervical polyp"), dry eye ("dry eyes") and contact lens intolerance ("can no longer tolerate wearing contact lenses"). In 2015 she experienced pain of skin ("skin tenderness"), itching ("a lot of itching") and skin erosion ("skin raw on the belly, breasts"). In (B)(6) 2016 she experienced lymphadenitis ("inflamed lymph nodes in the thigh"). In 2016 she experienced a first episode of urticaria ("small patches of urticaria"), absent bowel movement ("bowel movement blockage"), a first episode of fatigue extreme ("enormous fatigue (no recovery during school holidays)"), dysphonia ("voice husky"), odynophagia ("discomfort swallowing"), a first episode of generalised itching ("frequent itching all over the body") and a second episode of urticaria ("frequently occurring small urticaria patches"). In (B)(6) 2017 she experienced a first episode of abdominal pain ("abdominal pain"), lumbar pain ("lumbar pain") and constipation chronic ("persistent constipation (with failure of all drug treatments tried)"). In (B)(6) 2017 she experienced urticaria vesiculosa ("severe generalised urticaria (flare-up with huge blisters all over the body)"). In (B)(6) 2018 she experienced urticaria aggravated ("2 new major urticaria flare-ups"). In 2018 she experienced peripheral swelling ("oedema: noted on swollen feet"), oedema peripheral ("oedema: present significantly on left ankle"), hair texture abnormal ("very dry hair"), onychoclasis ("brittle nails") and nail ridging ("ridged nails"). In (B)(6) 2019 she experienced rotator cuff syndrome ("calcifying tendinopathy in the left shoulder"), alopecia (" alopecia") and a first episode of abdominal distension ("bloating and flatulence that are difficult to control"). In (B)(6) 2020 she experienced candida infection (" candidiasis"). In 2020 she experienced neck pain ("severe neck pain"), chronic lumbago ("persistent lumbar pain"), chronic abdominal pain ("persistent abdominal pain"), constipation ("constipation"), fatigue ("intense fatigue"), disturbance in attention ("difficulty concentrating (difficulty reading for a long time, remembering what is read)"), cognitive disorder ("difficulty coming up with a word, calling a student, first name not remembered when directly in front of him, difficulty following a conversation"), memory impairment ("remembering a lengthy statement"), urticaria chronic ("urticaria constantly"), spinal column injury ("cervical lesions") and a second episode of abdominal distension ("uncontrollable increase in bloating and flatulence, becoming very disabling"). Essure was removed on (B)(6) 2021. In 2021 she experienced feeling hot ("feel very hot"), ocular hyperaemia ("red eyes constantly"), lacrimation increased ("eyes that weep easily"), a second episode of generalised itching ("diffuse itching on the body"), a second episode of fatigue extreme ("enormous fatigue from early afternoon"), somnolence ("irrepressible urge to sleep"), a second episode of abdominal pain ("painful twinges at times"), exhaustion ("physical exhaustion after a short walk"), loss of personal independence in daily activities ("difficulty getting up in the morning, difficulty in managing a work day"), arthralgia ("joint pain (knee, elbow, ankle)") and balance disorder ("unsteadiness"). An unknown time later she experienced device dislocation (seriousness criterion intervention required), hypoacusis ("muffled sound in the ears") and dry skin ("dry skin"). The patient was treated with surgery (hysterectomy + salpingectomy and excision) and non-drug therapy (10 orthoptic sessions). At the time of the report, the dry eye, hair texture abnormal, last episode of abdominal distension, constipation and dry skin were resolving, the oropharyngeal discomfort, itching, last episode of urticaria, absent bowel movement, last episode of fatigue extreme, dysphonia, odynophagia, last episode of abdominal pain, lumbar pain, constipation chronic, urticaria vesiculosa, urticaria aggravated, chronic abdominal pain, fatigue, disturbance in attention, urticaria chronic, hypoacusis and arthralgia had resolved and the neck pain, chronic lumbago, cognitive disorder and exhaustion had not resolved. The outcomes for device dislocation, post procedural haemorrhage, cardiovascular disorder, spider vein, limb discomfort, temperature intolerance, libido decreased, gingival recession, the last episode of dental cyst, dry mouth, visual impairment, pain of skin, skin erosion, cervical polyp, contact lens intolerance, lymphadenitis, the last episode of pruritus, peripheral swelling, oedema peripheral, onychoclasis, nail ridging, rotator cuff syndrome, alopecia, memory impairment, spinal column injury, candida infection, feeling hot, ocular hyperaemia, lacrimation increased, somnolence, loss of personal independence in daily activities and balance disorder were unknown. The reporter considered the first episode of abdominal distension, the second episode of abdominal distension, the first episode of abdominal pain, chronic abdominal pain, the second episode of abdominal pain, alopecia, arthralgia, lumbar pain, chronic lumbago, balance disorder, candida infection, cardiovascular disorder, cervical polyp, cognitive disorder, absent bowel movement, constipation chronic, constipation, contact lens intolerance, the first episode of dental cyst, the second episode of dental cyst, device dislocation, disturbance in attention, dry eye, dry mouth, dry skin, dysphonia, the first episode of fatigue extreme, fatigue, the second episode of fatigue extreme, exhaustion, feeling hot, gingival recession, hair texture abnormal, hypoacusis, lacrimation increased, libido decreased, limb discomfort, loss of personal independence in daily activities, lymphadenitis, memory impairment, nail ridging, neck pain, ocular hyperaemia, odynophagia, oedema peripheral, onychoclasis, oropharyngeal discomfort, pain of skin, peripheral swelling, post procedural haemorrhage, itching, the first episode of generalised itching, the second episode of generalised itching, rotator cuff syndrome, skin erosion, somnolence, spider vein, spinal column injury, temperature intolerance, the first episode of urticaria, the second episode of urticaria, urticaria aggravated, urticaria chronic, urticaria vesiculosa and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Allergy test] on (B)(6) 2020: nickel allergy; on (B)(6) 2020: food intolerance test: intolerance of baker's yeast, gluten, tuna, chilli, broccoli, button mushrooms; in 2021: blood nickel level has decreased [blood test] in (B)(6) 2019: thyroxine low; on (B)(6) 2020: blood nickel: 1.19 ¿g/l - iron deficiency, iodine [ear, nose and throat examination] in 2016: nothing abnormal detected [liver function test] on (B)(6) 2020: bilirubin increased to 25 mol/l [ultrasound thyroid] in 2016: discovery of a 1 cm nodule and micronodules. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2022: lot number added. Event outcome updated for event dry skin, fatigue , joint pain, back pain & neck pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.